Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a potential reportable event. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.